Event description:
Hcp reported "catheter fracture at intrathecal site. Needle tip damage or bone on bone damage." The device was explanted and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.